Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving dilaudid (2 mg at 0.59362 mg/day) and bupivacaine (30 mg at 8.90435 mg/day) via an implantable pump. It was reported that during a pump refill, a reservoir volume discrepancy was noted in which the estimated reservoir volume was 12.1 ml and the actual reservoir volume was 17 ml. It was indicated the event was related to the device or therapy. There were no associated signs or symptoms and no further diagnostics or interventions performed. The issue was unresolved with no further action planned.